Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9810, lot # 700059, description: superion ids 10mm.

Event description:
It was reported that the patient experiencing a spinous process fracture 6 weeks following the original implant. The symptoms included return of the original symptoms. The physician was unsure what caused the spinous process fracture as there were no intraoperative adverse events. The patient was referred to a surgeon for evaluation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # 101-9810; lot # 700059; description: superion ids 10mm.

Event description:
It was reported that the patient experiencing a spinous process fracture 6 weeks following the original implant. The symptoms included return of the original symptoms. The physician was unsure what caused the spinous process fracture as there were no intraoperative adverse events. The patient was referred to a surgeon for evaluation.